Manufacturer narrative:
The customer reported complaint of console not reaching target temperature was no confirmed during archive review or functional testing. Visual inspection was performed and there was no physical damage observed. A review of the console's retrieved event log found no system errors recorded on the reported event date. Functional testing was performed and the reported problem could not be reproduced. The system passed all testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During the patient use the thermogard xp ivtm system (sn (B)(4)) exhibited slow cooling or warming to the specific target temperature. No patient harm or consequence was reported.